Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera wiring harness, ps2 power supply and video controller pcb assembly were replaced. The system was tested and found to be working as intended and returned to be service.